Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that the pt and wife went to lunch and when they returned home, she heard alarms and the pt passed out. Emergency services was called and chest compressions were performed through instructions from the vad coordinator. They were unsure if the batteries were low or if the percutaneous lead became disconnected. The pump restarted after 7-8 minutes. The pt was transported to the hospital and placed in a hypothermic coma. The clinical requested log files to be sent to the manufacturer for analysis.